Event description:
It was reported via repair work order that the brakes had malfunctioned due to malfunctioned brake schims and pads. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.